Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 13. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling and bleeding. No further patient complications were reported.